Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed through onsite inspection and the analysis of the log file that there was a connection problem in one of the image disks of the image processing pc. The connection problem was resolved by swapping and reseating two image disks of the image processing pc and the image store was recreated. After this, the system was returned to use in good working order.

Event description:
It has been reported to philips that at the start of an stemi emergency procedure the system could not create x-ray. The procedure was aborted and the patient moved to another room. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Event description:
It has been reported to philips that at the start of an stemi emergency procedure the system could not create x-ray. The procedure was aborted and the patient moved to another room. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.